Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port isp implantable port with an attached groshong catheter was received for evaluation. The distal catheter segment was not returned. Gross visual, microscopic, tactile and functional evaluations were performed. No anomalies were observed. The investigation is inconclusive for the reported catheter fracture, material separation and fluid leak issues as the distal catheter segment was not returned for the evaluation. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the MRI power port isp. Post the procedure, leakage was confirmed when the port was used. It was further reported that disconnection was confirmed during fluoroscopy. Port was removed. Reportedly, the catheter allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. D1, d4 (medical device catalog #, unique identifier (UDI) #), e1, g3, g4, h6 (method). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the MRI power port isp. Post the procedure, leakage was confirmed when the port was used. It was further reported that disconnection was confirmed during fluoroscopy. Port was removed. Reportedly, the catheter allegedly ruptured. There was no reported patient injury.

Event description:
A patient underwent a port placement procedure using the MRI power port isp. Post the procedure leakage was confirmed when the port was used. Disconnection was confirmed during fluoroscopy. Port was removed. Reportedly catheter allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.